Event description:
It was reported an infection had occurred. It was also reported that there was vegetation on the leads. The leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments, was analyzed and no anomalies were found. It was noted that the defibrillator conductor was distorted, there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, and there was cosmetic depression on the outer insulation and apparent explant damage. (B)(4) the partial lead was returned in segments, was analyzed and no anomalies were found. It was noted there was cosmetic depression of the outer insulation.